Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call they had a issues with sensors. They inserted one and it had bled too much. When they tried to clean it up the sensor came out. The second one they inserted would not start and when they removed it, there was no wire. The customer¿s blood glucose level was unknown. They declined troubleshooting. The product will not be returned for analysis.